Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic digestive surgery the device was able to fire and cut the tissue but the staples were not placed. The staple line was fixed with a new reload. There was unanticipated tissue loss and damage to the digestive tract as a result of the issue. The staple line was fixed through use of a new reload. The surgical time was extended 30 minutes or more due to the product problem. Information regarding the patient impact and the current patient status were not provided.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The anvil of the loading unit was bowed and the knife bar assembly was buckled. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected secondary conditions of bowed anvil and buckled knife bar that has no relationship to the reported incident. Replication of the secondary bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.